Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown is confirmed. The unit was charged to 100%, unplugged, and shut off abruptly with 85% battery remaining. The root cause of the reported failure is due to a use-related internal lithium-ion battery failure. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number 3006260740-2019-03711).

Event description:
Per biomed - unit shuts down without warning intermittently.